Event description:
It was reported that the ilet pump could not be unlocked, and troubleshooting through the mobile app did not resolve the issue; the patient¿s caregiver later observed a cracked screen, consistent with a touchscreen component problem and an unresponsive key/button issue. Symptoms included hyperglycemia and nausea. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem in conjunction with a touchscreen component issue manifesting as unresponsive controls. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.